Manufacturer narrative:
Updated sections. (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption beginning april 16, 2017 and multiple high watt alarms.  Of note, the patient was given lysis therapy after which power returned to normal operation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information clinical factors that may have contributed to the thrombus event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's related comorbidities clinical factors that may have contributed are multifactorial and may be attributed to the patient's recent infection, medical treatment, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. There are no allegation of a device malfunction or issues related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient notified the doctor that they had high flows >10l and having high power alarms. It was stated that the patient was instructed to present to the hospital. Log files were stated to have been sent. It was stated that the patient presented with hemolysis. Intravenous (IV) heparin was stated to have commenced. No additional information available.

Manufacturer narrative:
It was reported from the site that the patient had complaints of dyspnea on exertion and his exercise tolerance had come down, but was able to do his own work easily. It was stated that the patient also presented with a drive line site infection as well. It was stated that the patient's anti-platelets were discontinued for 3 days about 2 weeks prior to the event for upper gastrointestinal (gi) bleed (already captured and reported), thereafter clopidogrel was started and at time of event he was on clopidogrel. It was also stated that alteplase 3mg/h for 6 hours were given on the (B)(6) 2017 and that the lactic acid dehydrogenase (ldh) came down to 1200 after thrombolysis on day 2. It was further stated that the thrombolysis was successfully, with power returning to previous levels. The patient was stated to have been discharged on (B)(6) 2017. No additional information available. Add'l info received from site that stated the infection had resolved and the site was dry. No additional information available. Cotrimoxazole oral for 7 days. (B)(6) sensitive to cotrimoxazole. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.